Event description:
Customer reported the up/down buttons are working intermittently. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the vertical lift power supply and the motor relay board. System operates as intended.